Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 415 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer stated that the insulin pump alarmed battery was low. Customer did not change the battery and when they woke up their blood sugar was high and the insulin pump was dead. Customer stated that they put a new battery in the insulin pump and did not get the insulin pump to come on tried with a full pack of batteries. Customer stated that the battery connection in battery cap fell off. Customer declined trouble shooting for the high blood glucose and treated with a shot. The insulin pump will not be returned for analysis. Frn-unk-rsvr; unomed set.